Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to spec up to (B)(6) 2012. The device software was upgraded from 2.0.8 to 3.2.0. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2013. Investigation confirmed there to be a fault with the device membrane. This fault caused excessive current drain of the device. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The returned pad-pak from lot 687 was found not to have fully depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.